Event description:
It was reported that one year post implant of a realize band , the patient was not feeling any restriction. The surgeon performed a fluoroscopy procedure and it was noted the band was leaking. The band will be removed on (B)(6), 2010 and another band will be implanted.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Device remains implanted.